Event description:
Boston scientific received information that this system exhibited a pacing impedance measurement greater than 2000 ohms on the atrial channel which resulted in the lead safety switch (lss) being triggered. Atrial impedance has been in the upper 200 ohms range for the past six months. A review of the impedance measurements on the right ventricular (rv) channel showed widely fluctuating measurements over the past six months with increasing higher impedance. Additionally, noise was noted on the atrial and rv channels. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant documented the clinical observations. The lss was reset and stable measurements were confirmed. The issues could not be reproduced with isometrics. The caller and the patient's physician agreed to continue to monitor the patient. This product issue will be re-evaluated if additional details are received.

Manufacturer narrative:
Subsequent information was received that this device was removed from service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Subsequent information was received stating the noise has continued on both channels; however, no further oversensing had occurred as the sensitivity had been increased. There has been continued drops in the rv pacing impedance intermittently. A boston scientific technical services discussed the observations with the caller and performing a chest x-ray to confirm the integrity of the rv lead. A chest x-ray was performed and it was unremarkable for any physical changes to the lead per the radiologist and cardiologist. No action will be taken at this time and the clinic will continue to follow the patient via remote monitoring. This product issue will be re-evaluated if additional details are received.